Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date(B)(4).according to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial distal release covered stent was to be used in the trachea during a rigid bronchoscope with stent placement procedure performed on (B)(6) 2015. According to the complainant, this was to treat a malignant stricture. Reportedly, the patient's anatomy was pre dilated. During the procedure, after reaching the target area, the physician began deployment however, the stent would not release further from the catheter. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.